Event description:
N/a.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The certas valve (ID 304397) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; needle hole was noted in the needle chamber. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. The valve functions. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. However, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no obstruction issue was noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports . Other mfg report number: 3013886523-2023-00219. A physician reported a certas valve (ID 828804) was implanted via v-p shunt on (B)(6) 2023 with setting 2. It was used with codman bactiseal catheter kit (ID 823072). Since obstruction was suspected, the valve and the catheter were removed and replaced on (B)(6) 2023. According to information provided, it is unknown if the patient experienced any signs and symptoms related to obstruction. Primary disease: intracerebral hemorrhage / one year-old patient.